Event description:
Related manufacturer report number: 2017865-2022-13950; 2017865-2022-13954; 2017865-2022-13955; 2017865-2022-13956. It was reported that the patient presented at the clinic with a surgical site infection and the pacemaker was explanted. Information received notes the pacemaker was re-implanted again on a different side on (B)(6) 2022 after supposed appropriate sterilization of the device. An issue was observed with a stylet not advancing fully in the older leads during the procedure. The older atrial and ventricular leads were explanted (B)(6) 2022 and replaced. The patient died on the (B)(6) 2022 at night.

Manufacturer narrative:
The reported events were stylet insertion failure and infection. A complete lead without a stylet was returned in one piece for analysis. The reported event of stylet insertion failure was confirmed. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event of stylet insertion failure was isolated to the inner coil clogged with blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
Note: the location of "re-sterilization" could not be confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.